Event description:
The patient was hearing an alarm that didn¿t sound like the low reservoir alarm. The patient thought that maybe it meant that the catheter was kinked. She had heard the alarm a total of 4 times; ¿one beep each, lasting 4 seconds¿. A home health nurse read the pump on the date of this report and the pump indicated that eri (elective replacement indicator) had occurred prematurely on (B)(6) 2015 as in (B)(6) of 2015 the eri showed 39 months. The patient had no symptoms. The device system was delivering dilaudid. The interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).